Manufacturer narrative:
Date of event is estimated. During processing of this event, attempts were made to obtain patient's weight.

Event description:
It was reported patient experienced ineffective stimulation with the system. Investigation was unable to identify which lead attibuted to the issue. Additionally, patient experienced pain at the ipg site. Surgical intervention was undertaken wherein the ipg was removed to address the issue.